Manufacturer narrative:
Supplemental report

Event description:
Manufacturers analysis of the power supply revealed a main board transistor failure that resulted in the reported power issue.

Event description:
Upon completion of preventive maintenance service, the manufacturer's service technician reported the ventilator would not switch from ac to dc power. Review of the device diagnostic history noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. During evaluation, the service technician reported 24v was not supplied from the power supply. The service technician replaced the power supply to address the reported problem. Applicable final testing was completed to operating specifications.